Manufacturer narrative:
Investigational summary: review of customer data shows that sample hi-02 yielded an atypical curve in one run which generated a positive result due to the curve crossing the sars-cov-2 threshold. A second run of the same sample shows a flat curve in the sars-cov-2 channel. Given the atypical amplification behavior of the curve in the first run, it is possible that there could be some interference coming from the sample. Retain testing not performed since lot # not provided by customer. While qc was unable to determine the root cause, the complaint has been documented and will continue to be monitored.

Event description:
False positive: customer reported potential false positive result on lyra direct sars-cov-2.

Manufacturer narrative:
Investigational summary: review of customer data shows that sample hi-02 yielded an atypical curve in one run which generated a positive result due to the curve crossing the sars-cov-2 threshold. A second run of the same sample shows a flat curve in the sars-cov-2 channel. Given the atypical amplification behavior of the curve in the first run, it is possible that there could be some interference coming from the sample. Retain testing not performed since lot # not provided by customer. While qc was unable to determine the root cause, the complaint has been documented and will continue to be monitored.

Event description:
False negative: customer reported potential false positive result on lyra direct sars-cov-2.